Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. After the functional test, the penumbra investigator was able to remove the introducer sheath and measure the inner diameter (ID) of the introducer sheath and the outer diameter (od) of the pusher assembly mid-joint. Both components were found to be within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly could not be advanced within its introducer sheath. During functional testing, the smart coil pusher assembly was attempted to advance within its introducer sheath. Resistance was encountered and the smart coil pusher assembly could not be advanced. After the functional test, the introducer sheath was removed and the ID of the introducer sheath and od of the pusher assembly mid-joint were measured. Both components were within specification. The root cause of the reported issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance a smart coil within its introducer sheath. The smart coil was therefore removed, and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.